Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where single users failed to login into pyxis. A technical support specialist (tss) contacted the customer via email regarding an issue where a single user was unable to log in to pyxis and requested specific details, including an example of the failure, station name, and the most recent date and time of the login attempt, in order to review system logs. After sending a second follow-up email and receiving the required information, the tss logged into the emergency room (ER) station and reviewed the station logs, identifying the error account already locked. The tss informed the customer that the login failure was caused by the user account being locked. The customer later confirmed that no further login issues had been reported. A follow-up email was sent to confirm whether there were any additional questions, and a final email was sent informing the customer that the case would be closed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station had an issue where single users failed to login into pyxis, and the device displayed error as unable to authenticate. The customer confirmed with the pharmacist that the user account was active, and other users were able to log in successfully. The customer rebooted the station, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.